Manufacturer narrative:
Section e1: email address: unknown/not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded toric intraocular lens (iol) was explanted in a secondary surgery from the patient¿s right eye due to a refractive miss. A non-johnson and johnson iol with 23.5 diopter was implanted as a replacement and the surgery was completed without issues. No additional medical interventions, such as vitrectomy, sutures, or incision enlargement, were necessary. The patient is doing well post-operatively. No further information was provided.

Manufacturer narrative:
The product was received for evaluation. Device evaluation: visual inspection of the complaint device reveal that the lens was cut in half with one half missing. No further issues were identified. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. No further evaluation was performed. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction could be identified. The following fields were updated accordingly: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: december 11, 2025. Section h3: device evaluated by manufacturer: yes. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.